Event description:
It was reported that during a functional endoscopic sinus surgery (fess) at the user facility, the device stopped functioning, and the procedure was completed with traditional methods, since there was no backup device available. It was reported that there was no visible physical damage to the device. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned for evaluation at this time.

Event description:
It was reported that during a functional endoscopic sinus surgery (fess) at the user facility, the device stopped functioning, and the procedure was completed with traditional methods, since there was no backup device available. It was reported that there was no visible physical damage to the device. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the device stopped working was not duplicated; however, during the visual inspection residue from cleaning solutions was found on several of the contact pins. As stated in the device IFU, fluids that run into the battery holder or communication unit housing can cause the electronics to fail and disrupt the connectivity of the device. The device was repaired and returned to stryker stock.